Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that in preperation for an av node ablation surgery a device interrogation was done, and the programmer displayed a message stating that a magnet was in place, when in fact there was no magnet in place. The boston scientific sales representative (sr) programmed that feature to ff and the rest of the interrogation could be performed. The device functions appropriately with this function in the off position. To date, there have been no additional adverse patient effects reported.